Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with two plus diffuse lamellar keratitis one day post lasik. An oral steroid was prescribed and topical steroid was prescribed. Upon follow up, symptoms were resolved ten days post onset.